Event description:
While using the cell-dyn sapphire analyzer 2 patient specimen ids were mismatched with their respective results. The customer indicated that the rack was processed with tubes in positions 1, 2 and 6 the barcode in position 1 was read as (B)(4) , position 2 was not read and generated a sample error, position 6 was read and generated normal results. The results were checked in the middleware, indicating the delta check failed the sample in position 1. The technician retested the sample from position 1, 2 times, on different analyzers. When the tube was reran the results generated were different from the first time it was ran and the patient information was also different. Then the technician reran the tube from position 2 ((B)(4), no reading the first time) and determined the results belonged to the sample from position 1. No impact to patient management was reported.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return samples of the customer's barcode labels were not available for return. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00, was identified.